Manufacturer narrative:
Patient information not available for reporting. Date patient infection began is not known. Additional product codes: jey, gwo. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with one (1) patient specific implant (psi) polyetheretherketone (peek) implant, fifteen (15) matrixneuro screws, and four (4) matrixneuro box plates on unknown date. On unknown date it was determined patient had developed an infection at the implant site. Patient was returned to surgery on (B)(6) 2018 where all hardware was removed. It is not known if additional hardware was implanted. No further information was provided. Due to system limitations, this report will address the psi peek implant and nine (9) of the screws. The remaining devices are addressed in (B)(4). This report is for one (1) matrixneuro screw. This is report 5 of 10 for (B)(4).